Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml erroneous results were obtained. Confirmatory testing was performed using solid medium culture. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: growth of the mycobacterium tuberculosis complex in solid medium (on day 17), no growth was detected in the mgit tube until day 42. It was left incubating for more days and became positive on day 58. Additional information from task: 1) was this on patient samples or qc? Patient. 2) if patient samples: were any erroneous results reported out to healthcare provider? No - there weren´t because the solid medium culture turned positive. The patient was treated based on the solid medium culture results.

Manufacturer narrative:
Material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0295811 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0295811 (100 tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes from visual inspection. The retention samples were tested for growth and antibiotic susceptibility. All performance testing was satisfactory for growth and antibiotic susceptibility and the negative control remained negative throughout testing. Two photos were received to assist with the investigation: the first photo shows one tube. The media appears to be a slant. No product information was presented in the photo. The tube does appear to have contamination on the slant. The second photo shows results on a computer. No product information can be observed from the photo. Without product or product information a photo alone cannot confirm a complaint. A photo must provide the actual product, product defect, and important product information such as batch/lot number. No returns were received to assist with the investigation. This complaint cannot be confirmed based on the evidence provided by the photos received. Bd will continue to trend complaints for performance.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml erroneous results were obtained. Confirmatory testing was performed using solid medium culture. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: growth of the mycobacterium tuberculosis complex in solid medium (on day 17), no growth was detected in the mgit tube until day 42. It was left incubating for more days and became positive on day 58 additional information from task: 1) was this on patient samples or qc? Patient 2) if patient samples: - were any erroneous results reported out to healthcare provider? No - there weren´t because the solid medium culture turned positive. The patient was treated based on the solid medium culture results.